Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2015 with the following findings. On investigation, the alleged cracked display issue was not verified. There was no evidence of any cracks on the display. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the verify screen was found to be dim with a reddish contrast. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue with a cracked display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.